Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that during an implant attempt, the left ventricular lead was unable to cross the stenosis in the coronary vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.